Event description:
It was reported that the patient fell. A remote monitoring transmission indicated that the implantable cardioverter defibrillator (ICD) detected an episode of ventricular tachycardia (vt) appropriately and treated with anti-tachycardia pacing (atp), then the patient went into atrial fibrillation (af) with rapid ventricular response. Additionally, two days later, the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). A slow rise in rv pacing impedances was also observed. The ICD and rv lead both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52 (serial: (B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2013; explant date product ID ddmb1d4 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.